Manufacturer narrative:
(B)(4). Date sent: 9/22/2022. Date of event: publication year of 2022. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: feasibility and safety of renal artery closure with advanced bipolar energy device during nephrectomy. Authors: introini carlo, di domenico antonia, dotta federico, ennas marco, campodonico fabio, brusasco claudia, and benelli andrea. Citation: urologia journal (2022);1¿5. Doi: 10.1177/03915603221116973. The aim of this retrospective study is to evaluate feasibility and safety of closure of the renal artery with radiofrequency energy during nephrectomy. Between november 2016 and july 2020, a total of 68 patients (29 male and 39 female; mean age was 64.6 years; mean bmi was 25.9 ± 3.6) who underwent nephrectomy, where the radiofrequency alone was used to close the renal artery, were included in the study. 45 patients had a laparoscopic procedure and 23 had an open surgery. The enseal device (ethicon, norderstedt, germany) was used in all cases for dissection, hemostasis and to secure the renal artery when feasible. Reported complications include pain (n=2), fever (n=2), urinary tract infection (n=1), and wound infection (n=2). In conclusion, in the authors' experience the closure of the renal artery with a radiofrequency energy device is a feasible, safe, and time saving procedure. Moreover, it allows a safe manipulation of the renal hilum, free from clips, which could limit surgeons¿ maneuvers and be dislocated. The authors believe that a deep knowledge of the potentiality of the available technologies is fundamental for the surgeon and guarantees the best achievable results.